Event description:
It was reported that there was an IV infiltration during use of the pump. Dextrose 10%, total parenteral nutrition, 20% intralipids, and flagyl were infusing at the time of the event. The infusion was then stopped, medication was administered to the (IV) site (topically), dressings were applied, and physician was consulted. It was reported that the patient was recovering. There was no alleged pump malfunction. The customer would like to find out if there were "pressure alarms." There was patient involvement but no harm. Note that per bd alaris directions for use, the bd alaris¿ system is neither designed nor intended to detect infiltrations and does not alarm under infiltration conditions.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.